Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that there was a sterile breach and the needle of a bd micro-fine ultra¿ insulin pen needle was hough the inner and outer shield. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one sealed 31g x 8mm pen needle sample was returned from lot. No. 7045758, cat. No. 325105. Visual examination was carried out on the returned sample and a cannula through shield and cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause of this issue was incorrect loading of the shield to the hub at the shielding station. CAPA (B)(4) was opened to address this issue.

Event description:
It was reported that there was a sterile breach and the needle of a bd micro-fine ultra¿ insulin pen needle was hough the inner and outer shield. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that there was a sterile breach and the needle of a bd micro-fine ultra¿ insulin pen needle was hough the inner and outer shield. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.